Event description:
Inpatient in ticu was scheduled for capsule endoscopy. Protocol followed to prepare and pair capsule and recorder without any difficulties. Nurse had patient swallow capsule. Within 10 minutes, recorder flashing yellow light every 5 seconds indicating that the recorder was not receiving signals from the capsule. Nurse called medtronic tech support to troubleshoot problem. After attempts to correct issue, the recorder did continue with the flashing yellow light every 5 seconds. When the recorder was downloaded, the study showed the capsule signals were not detected by the recorder. The study was incomplete. The conclusion was that the patient was on telemetry which can cause interference with the capsule study. Using different equipment, the capsule study was repeated with the patient off telemetry (patient remained in ticu). There were episodes where the yellow light would flash every 5 seconds. The study did show that there was interference and that the capsule signal was not received by the recorder. This study was also incomplete. Pillcam recorder ref: fgs-0347 and capsule: capsule ids: vvs-3ta-v and mhx-6cc-m.

Event description:
Inpatient in ticu was scheduled for capsule endoscopy. Protocol followed to prepare and pair capsule and recorder without any difficulties. Nurse had patient swallow capsule. Within 10 minutes, recorder flashing yellow light every 5 seconds indicating that the recorder was not receiving signals from the capsule. Nurse called medtronic tech support to troubleshoot problem. After attempts to correct issue, the recorder did continue with the flashing yellow light every 5 seconds. When the recorder was downloaded, the study showed the capsule signals were not detected by the recorder. The study was incomplete. The conclusion was that the patient was on telemetry which can cause interference with the capsule study. Using different equipment, the capsule study was repeated with the patient off telemetry (patient remained in ticu). There were episodes where the yellow light would flash every 5 seconds. The study did show that there was interference and that the capsule signal was not received by the recorder. This study was also incomplete. Pillcam recorder ref: fgs-0347 and capsule. Capsule ids: (B)(4).